Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited a cassette not attached error. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for repair in used condition. Visual evaluation found missing battery door, scratched lens, worn keypad, and peeling downstream occlusion (dso) seal. No applicable evidence to review in event history. This device has not been in for service in the review period. The reported problem, cassette not attached error, was not verified by functional testing. The cause could not be found as the problem was not replicated. Performed preventative maintenance. Replaced dso seal because it was peeling, replaced keypad overlay because it was worn, replaced lens and lens seal because it was scratched, and replaced battery door because it was missing. The device passed all functional tests after the repair.